Event description:
It was reported that during a supply change the user could not select the ¿go to fill tubing¿ button on the device screen, consistent with a transient unresponsive touchscreen, after which the function worked on retry and the user completed the supply change. Symptoms included no reported clinical effects. Outcomes included no interruption of therapy with no alarms and no need for medical care. Investigation included user guidance and real-time troubleshooting, with monitoring advised. Investigation of this case revealed an intermittent user interface responsiveness issue without recurrence during the call and no device alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with transient software or user interface behavior.